Event description:
It was reported that during use, the device exhibited an alarm for ¿upstream occlusion¿. During troubleshooting, a kink was discovered in the line and the bag was completely empty. The pump was powered off. Volume to be infused 138ml; rate 3ml/hr; given 124.3ml. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is due a kink in the tubing or a closed clamp between the fluid container and pump; if not, the upstream occlusion sensor may not be operating as intended; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.